Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a pre-dilated lesion in the rca. The stent delivery system (sds) was advanced to the ostium of the rca, but due to the calcification, the device would not cross. As the sds was being withdrawn, the stent dislodged. The stent remained on the guide wire and was successfully snared from the pt. Another promus stent was used to successfully complete the procedure. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by numerous factors. In this case, it was reported that the target lesion was heavily calcified, which could have contributed to the difficulties advancing. Further, it is possible that during the attempts to advance the sds across the target lesion and then retract the product, an interaction between the stent implant and pt's anatomy contributed to the dislodgement. There was no report of any damage to sds prior to use. Based on the incident info, though a definite cause for the failure to advance and stent dislodgement cannot be determined without a returned product analysis, there are no indications that a product deficiency contributed to the difficulties experienced.